Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03837. It was reported that high impedances were measured on one of the patient's leads, and effective therapy was lost. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue. It is not known which lead had the issue, so both applicable leads are being reported.